Event description:
It was reported that the wake button was "unresponsive, pt pressing many times to wake screen". No information was provided regarding impact to the customer's blood glucose level. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.